Event description:
It was reported that the 9800 system overload fault and low ma error message during a case. The 9800 system had to be removed and the procedure was completed with another system. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The candlesticks were cleaned and re-greased. The snubber board was replaced during the svc call. The system was tested, and found to be working as intended, and put back into svc.